Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01662 for the other associated device information.it was reported to boston scientific corporation that two c-flex biliary stents were implanted in the common bile duct on (B)(6), 2014 without any issues.according to the complainant, on (B)(6), 2014, during a drainage after dilation assisted stone extraction (dase) procedure, the stents were noted to have migrated out of the common bile duct. The stents were removed on an unknown date.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.